Event description:
During a routine shift check by a clinician, the device failed to power up in battery power. When powered up in ac power, the device displayed a "defib fault 72" message. There was no pt involvement in the reported malfunction.